Event description:
Customer reported that the paramedics where called due to high blood glucose. The blood glucose reading at the time when paramedics arrived was 170 mg/dl. Customer stated that he was hospitalized and he had a heart attack and was in the hospital for a week. Customer also stated that the infusion set cannula was bent when it was removed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.